Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. However one possible root cause is the complaint device guide wire was placed in a location where the screw was able to make contact with it during insertion, resulting in the guide wire breaking. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Acl reconstruction bilateral, date of event is somewhere in (B)(6) or (B)(6). The surgeon contacted the product specialist and reported that while inserting the acl screw, the wire seem to get stuck. While trying to remove wire, the wire snapped on both side. The piece of the wire had to remain implanted in the patient. One month later the surgeon needed to revisit due to migration of the wire into joint. Surgeon removed the wire. Product specialist was not present during the surgery. Patient was fine post-surgery. No adverse event to patient. The following additional information was received from the affiliate via email on 07-20-2015. This case was done a couple of months back and the surgeon spoke to me about the issues on (B)(6). The surgeon was performing bilateral acl reconstructions on a young fit patient. During screw insertion into the femur, the guide wire became stuck. During his efforts to remove the guide wire, the wire broke off in the femoral tunnel. This happened on both femurs and both (2) wires were broken during removal. The surgeon decided that the wire fragments would have to remain in-situ as removal would have been too difficult. A couple of weeks later, the one fragment had migrated and needed to be removed surgically. See associated medwatch # 1221934-2015-00901.